Event description:
It was reported, there was a stimulator explanted on 2013 (B)(6) and the event occurred during device follow up. It was noted, the hospital was in possession of the device and it was going to be returned to the manufacturer. It was reported, the device was not replaced. It was logged there was no alleged product issue, no diagnostic testing or troubleshooting performed and the cause of issue was not determined. It was reported, the entire system was explanted. It was logged the patient status at the time of the report was alive with no injury. It was then reported there were patient symptoms of drainage/incisional wound opening at the lead location. It was noted, the lead was exposed out of skin at lead incision.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).